Event description:
During removal of subclavian vein port, it appeared the tip was not intact. There appeared to be a complete disconnect from the other end. The proximal part of the distal half was in the superior vena cava with the tip going out into the atrium/ventricle area.